Event description:
Received info regarding a cartridge alarm 25 during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
T:slim user guide indicates, pump to be used with individuals 12 years of age and greater, pt is (B)(6) years old. No product returning for eval. Should new info become available, a supplemental form will be submitted.